Event description:
The customer contact reported "sparks" were noted from the female end of the power cord. During set up prior to patient use, it was reported that after the nurse plugged the device into the ac outlet, sparks were noted from the female end of the ac power cord. At this time, the nurse noted charring on the outer insulation of the female end of the ac power cord near where ac power cord enters the strain relief. There were no adverse effects to the nurse. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).